Event description:
It was reported that fluoro was unavailable due to a communication problem from workstation to c-arm. This issue will cause the system to be unusable due to the inability to se the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and cleaned, lubricated, and reseated the high voltage candlestick connectors, and reseated circuit boards. The system operates as intended.